Event description:
It was reported to philips that the device was dropped on the side and now the ECG and pulse occ connectors are damaged.

Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty measurement conn. Module w/sp02 & nbp kit. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the measurement conn. Module w/sp02 & nbp kit. The measurement conn. Module w/sp02 & nbp kitwas replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was dropped on its side and damaged the ECG and pulse connectors. There was no patient involvement.